Manufacturer narrative:
Sc-1416 (sn: (B)(6)). The returned ipg was analyzed and the reported allegation that the ipg was no longer working as intended despite troubleshooting was confirmed. Although the behavior of ipg approaching/reaching the end of its useful life is expected and documented in the labeling. Analysis of the data log indicated that the ipg could not achieve the anticipated lifetime. The systems data log revealed that there were some fluctuations in the high voltage (vh) values and a sudden drop in battery voltage during device operation, which may have significantly reduced the devices lifespan. While the root cause remains unidentified, the proximal cause of the diminished longevity has been established as a high vh voltage. Vh voltage is utilized to drive the stimulation and sustain the compliance voltage at the electrodes. The underlying reason for the elevated vh state is yet to be determined. Two hypotheses emerge either there is an as-yet unidentified failure mode in the compliance voltage algorithm (cva) that results in a high vh drive for the necessary impedance load, or the impedance load was higher than anticipated, prompting the cva to appropriately raise the vh drive voltage for stimulation. High impedance could stem from a lead or lead contact issue. Additionally, the investigation confirmed that the asic chip was damaged during the explant procedure. This type of damage usually occurs when the ipg is exposed to high voltage surges, high current sources, or elevated radio frequency (rf) energy.

Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer working as intended despite troubleshooting. The patient underwent ipg replacement and was doing well postoperatively.

Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer working as intended despite troubleshooting. The patient underwent ipg replacement and was doing well postoperatively.